Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the cable of the 8mm large suture cut needle driver (nd) instrument snapped. The procedure outcome was completed with no reported injury. On 06/05/2024, isi obtained the following information based on a follow-up: it was unknown what surgical task was performed when the issue occurred. It is unknown if there are issues related to opening/closing the grips. It is unknown if there were issues related to the yaw and pitch motion of the instrument. There was a single cable protruding from the instrument. The left-to-right motion was affected. The instrument was inspected prior to use, with no damage or anything out of the ordinary. It was unknown if the instrument collided with any other instrument or tool during the procedure. No photographic images or video recordings are available for isi review. Patient-related information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.